Event description:
Twenty two gauge IV catheter inserted by paramedic in field. Upon admission to the unit, IV site was pink and puffy. Rn removed catheter, felt a small tug and catheter was broken at the hub. X-ray confirmed remaining catheter in the soft tissues of the arm, but not palpable upon inspection. Upon fluoroscopic exam to remove retained catheter, the radiologist was unable to locate the catheter. Dates of use: 2009. Diagnosis or reason for use: altered level of consciousness. Event abated after use stopped or dose reduced: no.